Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use following a right and left heart catheterization. Femoral access was just proximal to the bifurcation of the superficial femoral artery (sfa) and profunda. Hemostasis was achieved with no complications reported. The pt returned eight days later for a flow velocity study were no flow through the sfa was found. One day later, exploratory endarterectomy with patch angioplasty was performed. The angio-seal device was then retrieved from the subcutaneous tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the patch number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.